Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for review of right atrial automatic threshold test of this pacemaker. Upon analysis of device episode data, it was found that there was possible loss of capture (loc) with this right ventricular (rv) lead as well as high capture thresholds up to three volts. Ts discussed troubleshooting including device reprogramming for rv automatic capture test and increasing thresholds. Patient was further tested in clinic and adjustments were made to thresholds. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted due to high capture thresholds on dependent patient. A new pacemaker was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for review of right atrial automatic threshold test of this pacemaker. Upon analysis of device episode data, it was found that there was possible loss of capture (loc) with this right ventricular (rv) lead as well as high capture thresholds up to three volts. Ts discussed troubleshooting including device reprogramming for rv automatic capture test and increasing thresholds. Patient was further tested in clinic and adjustments were made to thresholds. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for review of right atrial automatic threshold test of this pacemaker. Upon analysis of device episode data, it was found that there was possible loss of capture (loc) with this right ventricular (rv) lead as well as high capture thresholds up to three volts. Ts discussed troubleshooting including device reprogramming for rv automatic capture test and increasing thresholds. Patient was further tested in clinic and adjustments were made to thresholds. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted due to high capture thresholds on dependent patient. A new pacemaker was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation. Later, this product was received by boston scientific and full investigation was conducted.